Event description:
It was reported that at a follow up the right ventricular lead exhibited increased thresholds. Pocket manipulation resulted in noise. The lead also exhibited decreased sensing. The physician would schedule a replacement. The patient's condition was -good-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).